Event description:
A physician reported that one patient experienced fusarium keratitis while using renu with moisturelock multi-purpose solution. Cultures of the lens case and/or the cornea were positive for fusarium. The culture of the solution in the product bottle was negative. The patient was given treatment of natamycin and responding well. The patient had a small peripheral ulcer that was caught early. There will be no permanent decrease in the patient's visual acuity.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the recordes indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluation met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.